Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with laparoscopic tubal ligation due to desires permanent sterilization and stress urinary incontinence. The patient experienced pain. (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It has been reported that following insertion the patient experienced inability to void. (B)(4).

Event description:
It has been reported that following insertion the patient experienced inability to void.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.

Event description:
Details: it was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequent vaginal infection, itching and irritation with yellow vaginal discharges.

Event description:
Details: it was reported that following insertion the patient experienced frequent vaginal infection, itching and irritation with yellow vaginal discharges.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and excessive heavy periods.

Event description:
It was reported that following insertion the patient experienced urinary frequency and excessive heavy periods.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.